Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient¿s son contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultraeasy meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2015 at 4:00pm. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed that shortly after the alleged issue occurred, the patient developed symptom of ¿sweating¿. The reporter claimed emergency medical services (ems) were contacted for assistance in response to his symptom. When ems arrived, the reporter claimed they performed a blood glucose test with their meter and a result of ¿50 mg/dl¿ was obtained. The reporter claimed the patient was treated by ems with sugar. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged power issue began.